Manufacturer narrative:
Unit had unresponsive buttons due to corroded on keypad trace. Unable to perform the operating currents to verify the failed battery test alarm, battery out limit alarm due to keypad damage. No number ramping or scrolling on display noted. Unit received with cracked at corner display window, cracked battery tube threads and scratched on lcd window. No moisture damage found on electronic assay and battery tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.